Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a bridge failure alarm. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified in the event history log and during startup. Visual and functional tests were performed. The customer's problem was duplicated. The cause of the issue was fluid ingression damaging the mainboard and position potentiometer. The mainboard and position potentiometer were replaced to fix the issue.